Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-01011 and 2134265-2017-01065. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. When they attempted to activate the automatic pullback, the console displayed an acq processor error which was caused by a faulty mdu. An automatic pullback malfunction occurred. It activated for a split second and would then deactivate. No patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition. When the imaging start/stop button is pressed and activated, the mdu5 plus immediately stops spinning and gives the message error "130". Therefore, the most probable cause of the reported failure was determined to be a defective bipolar tx pca board. The unit does not meet specifications for functional test. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. When they attempted to activate the automatic pullback, the console displayed an acq processor error which was caused by a faulty mdu. An automatic pullback malfunction occurred. It activated for a split second and would then deactivate. No patient involved.